Manufacturer narrative:
Device was used for treatment, not diagnosis.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition the device was returned with the complaint of a broken tip. This drill guide is for use with the cslp system. The cervical spine locking plate system (cslp) includes variable angle plates, expansion-head screws (standard, self-taping and self-drilling), locking screws and set of instruments. The complaint condition of the returned part was confirmed as one of the flanges at the tip is missing. The global complaint history was reviewed, and between jan 2006 and may 2014 six complaints were submitted for comparable hazards. Part number 324.01, locking drill guide for expansion head screws, has been obsoleted and replaced with 324.061. This specific part (324.01, lot a4fk205) was manufactured in august of 1996, and this device has not been sold in the us since 1998. The complaint condition of this part is confirmed. However, proper use is critical to the success of this device. It is probable that the complained issue was caused by improper technique, such as excessive force or use while not in the locked position. The design of the device and the materials used are adequate and did not contribute to this complaint, in addition, this design is now obsolete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several damaged instruments were found at the facilities sterile department. There are a total of four cervical spine locking plate screwdrivers of which three have bent tips and one has the tip broken off. There are two drill guides that have broken tips. There is one integra handle with a drill bit jammed inside of it which was noticed after it was washed. There was no implication that these events occured during procedures and involved any patient. This is report 2 of 3 for (B)(4). This report is for 1 of 2 drill guides with broken tip.